Manufacturer narrative:
(B)(4) pain. Device labeling single use or reuse. Device not returned. No evaluation will be performed. No conclusions can be drawn.

Event description:
Patient contacted our firm to report an injury with acuvue oasys contact lens. Patient reports successful trial fit on (B)(6) 2010 and picked up lens supply a week later. The patient states that after a few days the lenses became uncomfortable and discarded them and inserted a new pair. After a few more days the patient experienced pain and was unable to wear lenses. The patient returned to the office and saw a different doctor. The patient reported diagnosis of corneal ulcer, prescribed antibiotic drops and was asked to return daily for follow up. On day 2, was prescribed another antibiotic and a mydriatic. On day 4, the patient reports being seen by the original doctor and prescribed another eye drop. At that point the patient self referred to a hospital emergency department and was then referred to an ophthalmologist. The ophthalmologist report states the patient seen (B)(6) 2010, after being referred from the emergency physician with a diagnosis of corneal abrasion. The ophthalmologist diagnosed a marginal corneal ulcer at 11 o'clock position os. The patient was prescribed zymaxid ophth drops q1h and nevanac suspension. On (B)(6) 2010, the patient was referred to a corneal specialist and vigamox was added as the ulcer was not healing. The patient returned to the ophthalmologist for follow up on (B)(6) 2010 with "significant healing" of the ulcer. The patient moved to another state and did not continue medical care. The patient reports a remaining scar but no loss of vision. The patient has resumed contact lens wear. This injury is being reported as serious due to the persistence of the ulcer and aggressive treatment required. If additional information is received, will report within 30 days of receipt. (B)(4).